Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 26, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). D10 (device availability - added date returned to manufacturer). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 3259, 4307). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The returned sample was visually inspected. It was confirmed that there is a crack along the female l-shaped connector. A minimal amount of pressure was applied to various locations on the connector, confirming the crack. A representative retention sample from the same lot number was visually inspected and confirmed to not have any damage or cracks on the l-shaped connector. It is likely that the manifold connector was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. During the investigations of similar events, replication testing found that this crack appears on the part when the l connector is over tightened on a port. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a leak from the pressure line that ran off the out flow of the arterial line that intersected with the manifold. Per user facility the crack is on the female end. There was a few ml of blood loss. Product was changed out. Procedure was completed successfully.